Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The nurse stated that the insulin pump took forty five minutes to deliver a bolus, but it delivered correctly. The customer experienced nausea and vomiting before her admission. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the nurse to perform the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.